Manufacturer narrative:
The device was discarded by the device user, thus was not returned for evaluation. A review of the device production records was completed with no issue identified.

Event description:
About 30 minutes after a liver was onboarded for a perfusion, the device user (du) reported that the metra had not moved into liver on board mode and was continuing in preparation mode. After some initial troubleshooting, it was noted that the artery pressure reading was -99 mmhg and no manipulation of the tubing had any impact on this reading. The reservoir volume was dropping as the recirculation pump was not operating in this mode. Further troubleshooting was attempted, but with no improvement. The du discussed switching the disposable set and had offboarded the liver to begin preparing for this. Subsequently, the surgeon decided to stop and discard the liver as it was an already marginal organ and getting blood would have taken too long. The new disposable set was used to observe pressures, which were all found to be normal. It was concluded that this was a disposable set fault.

Event description:
About 30 minutes after a liver was onboarded for a perfusion, the device user (du) reported that the metra had not moved into liver on board mode and was continuing in preparation mode. After some initial troubleshooting, it was noted that the artery pressure reading was -99 mmhg and no manipulation of the tubing had any impact on this reading. The reservoir volume was dropping as the recirculation pump was not operating in this mode. Further troubleshooting was attempted, but with no improvement. The du discussed switching the disposable set and had offboarded the liver to begin preparing for this. Subsequently, the surgeon decided to stop and discard the liver as it was an already marginal organ and getting blood would have taken too long. The new disposable set was used to observe pressures, which were all found to be normal. It was concluded that this was a disposable set fault.

Manufacturer narrative:
A clinical specialist (cs) reviewed device data and the pressure sensor was confirmed to be faulty. Additionally, investigation findings from the device supplier is pending. A supplemental report will be submitted when additional information becomes available. An attempt to submit the report was made on 23 jan 2025, however the third acknowledgement failed. Therefore, this report is being submitted again.